Event description:
It was reported that during a percutaneous intervention procedure the indicator lights did not function. The 100% chronic total occlusion (cto) was located in the left common iliac. A truepath cto device was advanced to cross the lesion. The physician encountered difficulty with the second light coming on the control panel as the physician was attempting to engage the cto. It is unknown if the wire was spinning at the time the light issue was noted. The tip of the wire was noted to be bent. The device was removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).